Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history and quality control was conducted during the investigation. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Since product was not returned for investigation it is difficult to determine the root cause. There is no evidence to suggest the product was not manufactured to current specifications. A definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
Information was received on 05feb2016 through medsun report #(B)(4): a bone biopsy was the procedure. The physician went to remove the needle and the handle broke off. Leaving the trocar behind in the patient. After a few attempts from the performing physician, a consult was made to neuro surgery. Neuro surgery physician arrived and successfully removed the trocar.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was received on 05feb2016 through (B)(4): a bone biopsy was the procedure. The physician went to remove the needle and the handle broke off. Leaving the trocar behind in the patient. After a few attempts from the performing physician, a consult was made to neuro surgery. Neuro surgery physician arrived and successfully removed the trocar.